Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that meter was not lijnking with insulin pump. During troubleshooting, it was found that meter was not linking with pump due to a check settings alarm. Customer was assisted with setting up and programming insulin pump. Customer's blood glucose was 499 mg/dl.